Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby0835 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (reby0835) have been reported from one us facility. Sample not available.

Event description:
It was reported by the facility that the catheter is kinked in the patients vasculature and confirmed via x-ray. No other information was provided. No harm to the patient reported.